Event description:
The customer reported the front panel of the insufflation unit was flickering and an alarm sounded prior to the front panel turning off. The event occurred during preparation for a therapeutic laparoscopic cholecystectomy procedure. The procedure was completed with the subject device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing found the device was working as per standard. There was corrosion on the circuit board, top cover, and rear panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six years since the subject device was manufactured. Based on the results of the investigation, the root cause of the events could not be determined. Olympus will continue to monitor the field performance of this device.